Manufacturer narrative:
Initial and final MDR 1882276- MDR 3003442380-2024-06437- device 2 of 3. (B)(6) .

Event description:
Unomedical reference number (B)(4). Event occurred in egypt. It was reported that patient faced 3 infusion set cannula bent event on (B)(6) 2024. Bent cannulas tend to be contributing factors in high bgs.the glucose level was 400 mg/dl. Therefore, patient was treated with insulin pen. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available